Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with complaints of diaphragmatic stimulation from the implantable cardioverter defibrillator due to high output pacing. Upon interrogation of the device, the device was found in backup vvi operation with the high voltage therapy disabled. It was noted that the patient underwent an MRI examination and the device was not properly put into MRI mode. A device restoration was successfully performed. The patient was scheduled for continued follow up.

Event description:
New information received stated that a capacitor maintenance was performed and the charge time was within normal limits. No further incident was reported.